Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during an elective device replacement procedure, this lead exhibited shocking impedance measurements greater than 200 ohms. Fluoroscopy identified a slight stretching of the proximal coil. No device header anomalies were noted. The proximal leg was removed from the shocking vector and stable shocking impedance measurements were produced. No adverse patient effects were reported.